Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this complaint was opened under the incorrect division. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the statlock came apart upon removal. The hcp reported that 28 additional devices; of the same lot number, experienced the same malfunction. There was no reported patient injury.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown the IFU contains adequate instructions and contraindications for use of the statlock devices" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the statlock came apart upon removal. . The hcp reported that 28 additional devices; of the same lot number, experienced the same malfunction. There was no reported patient injury.